Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery through a legal claim letter that the patient had a lumbar catheter placed on (B)(6) 2014. According to the claim letter, after the lumbar catheter was inserted, it disconnected twice. Reportedly, while disconnected, the patient's cerebrospinal fluid was leaking without being monitored. The claim letter stated that the patient required an emergency brain surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.